Manufacturer narrative:
MFR ref no: (B)(4). Baxter received and evaluated the device. The eval confirmed and reproduced the reported symptom system error 105 while running a loaded set, which was caused by a seized motor. The failed motor assembly was replaced.

Event description:
It was reported that a spectrum pump displayed system error 105. It was also reported there was no pt involvement.